Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage across the entire length of the stent with struts distorted, raised and stretched. The crimped stent was found to have moved distally on the balloon over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the hypotube shaft. A visual and tactile examination found no issues with the profile of the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-mar-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The more than 85% stenosed, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). Following placement of a 6f guide catheter and a non-bsc guide wire, serial pre-dilations were performed with 2.5x15mm and 3x12mm balloon catheters. A 4.00x16mm promus element¿ plus drug-eluting stent was advanced but was unable to cross the lesion despite several attempts. The device was removed from the patient and pre-dilations were performed again using the same balloon catheters. The physician attempted to deploy the same stent with support of a buddy wire, but still the device was unable to cross the lesion. The device was removed and a plain old balloon angioplasty was performed to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and moved on balloon.